Event description:
It was reported that 36 days post implantation of a tactra malleable penile prosthesis, the patient developed a surgical site infection. The infection was treated and resolved with bactrim ds and ciprofloxacin.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that 36 days post implantation of a tactra malleable penile prosthesis, the patient developed a surgical site infection. The infection was treated and resolved with bactrim ds and ciprofloxacin.